Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the issue was that the patient had a dosage increase in the baclofen concentration. The patient tolerated the basal rate well,but the bolus dose made the patient have side effects. The patient stopped administering boluses on (B)(6)2021 and presented to the clinic for a pump adjustment on (B)(6)2021. The patient¿s symptoms were resolved. With regards to the status of the patient¿s devices it was noted that the issue was corrected with intervention. Medication concentration changes were planned for the patient¿s next visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown if the overdose symptoms resolved or actions/interventions taken to resolve the issue. It was also noted that the reporter could not clarify the patient having ¿pinpoint pupils¿ that was stated from the ER (emergency room) doctor.

Manufacturer narrative:
Concomitant of medical products: product ID:8784, serial# (B)(4), implanted: (B)(6) 2019, product type:catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving baclofen, bupivacaine and dilaudid (hydromorphone) with unknown concentration and dose for spinal pain. It was reported that hcp stated the patient came to the ER with the concern the patient was getting too much medication. Hcp reported the patient felt out of it today. Hcp would like to have a rep come check to make sure the pump was working. Troubleshooting was unable to be performed due to lack of product. The hcp was redirected to the national answering service to page local rep. Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving baclofen and dilaudid (hydromorphone) with unknown concentration and dose. It was reported that patient presented to ER and suspected overdose. Pin point pupils, dizzy, nauseous. Factors that might contributed to the event is that patient reported that medication and dose was changed on (B)(6) 2021. ER hcp decided to follow up with managing hcp on monday (B)(6) 2021 to advice on change to dose. The issue was not resolved at the time of this report. Patient status at the time of this report is unknown.